Event description:
User stated an erroneous creatine result was generated for one patient sample. She states she got a 3.71 mg/dl initially. The initial result was released. The doctor did not believe the result and asked that it be reran. The sample was repeated on another analyzer and it recovered 1.13 mg/dl. A corrected report was sent to the physician. The patient was not treated based on the initial result.

Manufacturer narrative:
The field service representative could not determine a cause and stated there were no problems with the analyzer. He noted as part of preventive maintenance he replaced the reaction cells and photometer lamp, performed an incubation bath exchange and performed a cell blank. He ran qc with all results within the user's ranges.